Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant troponin results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant troponin results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) of the three (3) samples drawn from one (1) pt. The result of the first sample was positive. Per the laboratory's protocol, a positive result must be confirmed with a second sample, which was drawn and tested negative. A third sample was drawn and tested positive. All three samples were later re-tested and the results were all negative (i.e., <0.2 ng/ml). Pt treatment was not altered or prescribed. There was not report of adverse health consequences due to the discordant results.

Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) of the three (3) samples drawn from one (1) pt. The result of the first sample was positive. Per the laboratory's protocol, a positive result must be confirmed with a second sample, which was drawn and tested negative. A third sample was drawn and tested positive. All three samples were later re-tested and the results were all negative (i.e., <0.2 ng/ml). Pt treatment was not altered or prescribed. There was not report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant troponin results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) of the three (3) samples drawn from one (1) pt. The result of the first sample was positive. Per the laboratory's protocol, a positive result must be confirmed with a second sample, which was drawn and tested negative. A third sample was drawn and tested positive. All three samples were later re-tested and the results were all negative (i.e., <0.2 ng/ml). Pt treatment was not altered or prescribed. There was not report of adverse health consequences due to the discordant results.